Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.